Event description:
It was reported the devices were sent to the caller due to not working. No further info available. No patient consequence reported.

Manufacturer narrative:
Analysis summary: both hp054 hand pieces were returned with a loose mount. Both were tested on a generator and one hand piece gave an error code 5. The other passed testing. The hand pieces were disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instruments. Complaint information is trended on a regular basis to determine if further investigation is warranted.